Event description:
It was reported that the implant at tooth site #12 (universal) was removed due to medical bone loss.

Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant failed due to non integration with bone loss.

Manufacturer narrative:
This report is being submitted to report corrected information. Further information, received from the customer, reveals that this event does no longer meet requirements for a reportable event. This submission is a correction of the previously submitted report 0001038806 - 2022 - 00824. No further report will be submitted for this event. The following sections are being reported: b5 describe event or problem h2: if follow-up, what type h10: additional narratives/data.